Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an interventional procedure with an impella (heart pump) device in the left anterior descending artery. Reportedly, two proglide devices were used for successful suture placement using the pre-close technique. The sheath was upsized to a 14f and the interventional procedure was completed. While attempting to achieve hemostasis, one of the proglide suture and knot came out of the patient anatomy. Hemostasis was achieved with a femostop and manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the proglide device and pre-close technique. No additional information was provided.